Manufacturer narrative:
The customer reported that the iom program was intermittently shutting down during ssep testing. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the iom program was intermittently shutting down during ssep testing.

Manufacturer narrative:
The customer reported that the iom program was intermittently shutting down during ssep testing. The laptop is freezing and resetting the stimulators. This is an ongoing issue at customer site. The field support personnel identified that the system takes much longer to recognize the b stim pod and nkc confirmed this. The customers issue was able to be resolved by adjusting the customers workflow and making protocol changes. Based on the given information, this complaint record can be considered low risk and will be closed as no further investigation is needed at this time.

Manufacturer narrative:
H10: additional narrative: the customer reported that they were getting intermittent shutdown of the iom program during ssep testing. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: an irc, irc_300113492 was initiated for this issue. The customer's defective unit was not received. Per notification 300115234, nk ts tried launching acquisition using one of the default protocols and then launching a different protocol to verify if the stimulator error occurred. The error did not show up while using default protocol, but the error occurred when using customer's current main menu. The cause of the issue was determined to be corruption of the main menu. The root cause of the issue remains undetermined. The device was not in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design and the complaint record will be closed. Corrected information: e2. Health professional: incorrectly selected no. Should be yes. G4. Date received by manufacturer: should be 02/12/2018 not 03/14/2018 as listed on MDR initial report. Additional information: b4. Date of this report. E2. Health professional. E3. Occupation. D10. Device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of device. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H4. Device manufacture date. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the iom program was intermittently shutting down during ssep testing.